Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure for common iliac artery surgery, the needle detached from the thread. Another suture was used to resolve the issue in order to complete the case. There was no patient injury.